Manufacturer narrative:
Approximate age of device: 9 months and 9 days. The pump remains in use supporting the patient; however, the replaced portion of the driveline will be returned to the manufacturer for evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
The pump remains in use supporting the patient. Approximately 5¿ of the external portion/distal end of the driveline was returned to the manufacturer for further evaluation. Evaluation of the submitted system controller log file as well as the returned portion of the driveline confirmed the reported alarm events. Breakdown of the braided shield was noted adjacent to the metal connector. Removal of the clear bionate and braided shield revealed a breach in the insulation of the brown wire as well as a complete fracture of the orange wire adjacent to the metal connector. This wire damage appeared to be the result of cyclic flexing in this area. If the exposed conductors of the orange or brown wires contacted the braided shield while operating on a tethered power source, the resulting short to ground would have caused the reported alarm events that were confirmed through the evaluation of the submitted log files. The reported events also could have resulted from a phase-to-phase short if any of the exposed conductors made direct contact or simultaneous contact with the braided shield on tethered support or battery power. A review of the device history records revealed the device met all applicable specifications upon product release. No further information is available. The manufacturer is closing its file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2014, the patient was experiencing a driveline fault alarm. The patient was asymptomatic during the alarm. The vad coordinator checked the patient¿s driveline and connections and there was no visible damage or twisting of the driveline. The patient¿s system controller was exchanged and there were no further alarms when the patient was connected to the power module or when on battery power. The patient¿s driveline was manipulated and there were no alarms or fluctuations in power. That evening the patient again experienced driveline fault and pump stop alarms. It was reported that the pump stop and driveline alarms occurred when the patient was connected to the power module and turning over in bed. On (B)(4) 2014, the manufacturer¿s technical service technicians evaluated the driveline. X-rays were taken and it was determined that there was an area of concern by the distal end bend relief. A decision was made to replace the distal end portion of the driveline. During the repair, when the red wire was cut, a pump stop occurred. It was also noted that the orange wire was broken. The patient became tachycardic, felt palpitations and was a little light headed. The repair was then completed and the system controller was exchanged. A clamshell repair was also performed as a preventive measure.